Event description:
During total knee procedure, the patella clamp broke while in use. Instrument was removed from operative field, and given to materials coordinator. Xray taken, and reported as negative by radiology. Doctor aware of xray results. No harm to pt. Stryker rep also present at time of incident.